Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the implant surgeon directed the patient to carefully monitor the jolting sensations since they only occurred 1-2 times per month. The patient was going to monitor and if they felt it was needed a revision or replacement of the implant would be done. It was suggested that the feeling was due to fluid in the header black of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reports patient has been feeling jolting sensation along the edge of the stimulator, only with stimulation on. Reports when this happens, patient buckle to her knee. Caller reports ins pocket site looks fine. Impedance and lead connectivity check are all within normal limits. Caller reports no fall or trauma around the timeframe when the jolting occurred. Palpating with stimulation off did not reproduce the jolting. Palpating with stimulation on did reproduced the same jolting. Caller reports he slightly palpate and patient notice a sharp and quick jolt around the ins header block / top of the battery. Caller reports patient also feels soreness around the bottom of the ins, caller reports this comes and goes since 2020. Caller reports this occurs the same timeframe as the jolting sensation. Redirect caller to patient's healthcare provider (hcp).